Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address tibial loosening at cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code (B)(4), work order (B)(4) was manufactured on 19th january 2017. 20parts were manufactured per specification and all raw materials met specification. (B)(4)is associated with this lot: nr is related to the led light failing in the vision camera in (B)(4). This is used to identify and measure the parts. The nr was raised to allow product to run through (B)(4) with the vision camera turned off. The parts were measured manually with a size gauge before and after the laser step. Also, the parts are 2d barcoded which is scanned at the laser mark step, cleanline step and cleanroom step. Therefore, there is no correlation with the failure mode. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.